Manufacturer narrative:
Evaluation summary: this report is based on information provided by the complaint tracking system. The product sample was not returned to the medtronic laboratory; however, a graph of the study was provided by the customer for analysis. The returned sample did not meet specification as received by medtronic. The customer reported the capsule fell off before the end of the procedure. The investigation confirmed the fault reported by the customer, but per the sample received the investigation cannot determine the cause for the early detach reported. The investigation identified the cause of the reported event to be capsule detached early. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule fell off before the end of the procedure. A copy of the study was sent in for review and it showed that there were about two hours of valid data, then the ph dropped to 1-2 ph for a few hours and the alkaline ph was observed for the rest of the recording. There was no harm to the patient, no medical care was needed, and a repeat procedure was necessary.